Event description:
It was reported that the patient's battery depleted more than 40% a day, which was faster than acceptable rates. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event as the patient declined further follow-up.